Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular (mod) cable revealed areas of corrosion within the inline connector. Additionally, evaluation of the returned modular cable revealed fraying of the o-ring within the inline connector. A specific cause for each these findings could not be conclusively determined through this evaluation. The heartmate 3 (hm3) modular cable, lot number 7556455, was returned in used condition. The outer jacket and bend reliefs showed no evidence of damage. Examination of the controller connector found it to be unremarkable with no evidence of damaged pins, debris, or corrosion. Green/black corrosion was noted within the inline connector of the modular cable. The two pins that showed corrosion were corresponding pins to the power b line (red wire) and the communication b line (yellow wire). The origins of the corrosion could not be determined. As an additional observation, the o-ring within the inline connector was frayed and de-seated from its intended position. Review of the submitted log file confirmed the reported driveline power fault alarms. Although the observed corrosion could have contributed to the observed driveline power fault alarms, the alarms persisted after the exchange of mod cable. The observed fraying of the o-ring within the returned modular cable inline connector would have allowed for contamination/moisture ingress into the pump cable connection. A specific root cause for the damage/fraying could not be conclusively determined. The patient was ultimately transplanted on (B)(6) 2020. Of note, the pump cable showed corrosion that would have contributed to the driveline power fault alarms. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) warns to keep connectors clean and dry and away from water or liquid. Furthermore, the patient handbook contains a section on showering and instructs the patient to never submerge the driveline or other system components in water or liquid. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for mlp-021976 on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-06016. It was reported that the patient experienced driveline power fault messages on (B)(6) 2020. The patient returned to the outpatient clinic. Log files were downloaded. The patient had no pump issues. The patient was doing fine. The log files confirmed the alarms. No direct event inside the log files was noted. The resistance of line b was increased. The alarm was cleared through the system monitor but appeared again directly. The account exchanged the patient's modular cable and system controller to exclude any issue with the peripheral components. The exchange of the modular cable and system controller did not resolve the alarm. An investigation of the exchanged modular cable showed some contamination of two pins inside the modular cable. It was suspected that some moisture had infiltrated the pump connector. All information was forwarded to engineers in the united states whose feedback confirmed this assumption. The clinical coordinator recommended that the clinic clean the pump cable connector. The account was still deciding what further troubleshooting to do. The patient was transferred from the inpatient area of the hospital on (B)(6) 2020. The patient had a stable course following implant on (B)(6) 2020. The patient had a driveline fault on (B)(6) 2020 and presented to the hospital via ambulance. The controller and modular cable were exchanged but were unsuccessful in clearing the alarm. The patient was admitted on (B)(6) 2020 to clean the controller connector in case of corrosion. The cleaning was carried out unsuccessfully. The pump continued to work. Another communication alarm occurred later. The cause of the driveline faults was not completely confirmed. The account highly suspected that the contamination of the modular connection on both sides was related to the driveline fault. The driveline faults had not resolved as of (B)(6) 2020. The account cleaned the pump cable connector on (B)(6) 2020 with specific brushes, cleaning agents for electronics, and compressed air were used. During the procedure it was visible that the pump cable connector was contaminated. The modular cable was exchanged again. The alarm did not resolve. The alarm was muted permanently. The pump operated as expected. The patient was doing fine. The account planned to set the patient on a high urgent transplant list due to this alarm as they wished to avoid further invasive interventions. The patient was transplanted successfully on (B)(6) 2020 without any issues. The pump operated as expected until the transplant although the driveline power fault was still in place and a driveline communication fault occurred occasionally the week before. The pump kit will be returned. The hospital planned to notify the national competent authority.